Manufacturer narrative:
Other text: h6 - health impact and evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: h6 - health effects - clinical signs and symptoms or conditions.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump alarmed "air in line" at random intervals in many different patients. On multiple occasions, with different patients, air is noticeable in the line. This required patients to return to hospital, the pump to be disconnected, primed and restarted. As reported, a small movement by the patient such as a roll over in the bed overnight, results in "air in line" alarm. If the pump line is not pushed in enough in the air sensor it alarms. If the line is pushed too hard into the air. No patient injury was reported.